Event description:
The customer observed negatively biased phyt results for multiple patient samples during a correlation study between the vitros 250 analyzer and an alternate method. The biased results were not released. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event shows that the calibration parameters are typical compared to expected values. Qc results are acceptable. Review of the 2006 cap proficiency survey indicate that the alternate method involved are consistently higher than the vitros results. The biased results are consistent with methodological difference between the vitros phyt slides and the alternate method.